Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in filling a new cartridge and instructed to follow on-screen instructions to ensure proper loading onto the pump. This allowed the customer to successfully complete the process and resume insulin delivery.